Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu alarmed system error during use. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the pcu alarmed system error during use was confirmed to be a 120.4610 error code through a review of the device logs however it was not replicated during laboratory testing. The log review of the reported event started at 15aug2024 8:34:14 am when the device was first powered on until 15aug2024 3:36:13 pm when the system was powered off. During log review four (4) codes 120.4610.0. Were noted from 9:17:11 am to 9:21:17 am (4 minutes). A review of the battery log shows a charge_battery_low on 15aug2024 9:17:11 am matching with the time stamp of the first code 120.4610.0 noted in the event log. During battery log review the last psp_cond_batt_complete was found on 18feb2023 indicating that a battery conditioning was performed almost 21 months ago. Functional testing of the suspect pcu in the 'as received' condition noted no errors after infusing at a rate of 166.667 ml/h with a volume to be infused (vtbi) of 500ml. Power cycling testing with the system transitioning between ac power (120v for 30 minutes) and dc power (battery, for 30 minutes) during an active infusion observed not issues after a 24-hour infusion. The performed battery conditioning test based on the test procedure observed in service bulletin 592a, observed the battery capacity displayed within the recommended milliampere-hours (mah) range. The inspection process did not find any existing issues or anomalies that may have contributed to the reported issue. The bd alaris pcu and bd alaris pump module technical service manual in the troubleshooting section contains information related to battery maintenace. Leave the power cord connected to a hospital-grade ac power source whenever available. The battery is intended as a backup system. When the battery has been out of use for one or more months, it will not have full capacity. Some temporary reduction in capacity may occur if the battery is partially discharged repeatedly. The battery should be conditioned every 12 months by qualified service personnel. When a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion to reprogram and re-start the infusion. Power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported system error during use is being attributed to an error code 120.4610. The error code 120.4610 is being attributed to a low battery charge level for the current state of charge. The reported issue could not be replicated during laboratory testing. Note that imdrf annex a040502, a1801, c0601, d01, d15, g02017, g02035 and g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pcu alarmed system error during use. There was patient involvement but no harm. Although requested, no additional information was provided.